Event description:
It was reported that the patient experienced inappropriate therapy when the right ventricular lead had a sudden increase in short interval counts (sic) and high impedance. Artifact was noted on the electrogram (egm) and a lead integrity warning was triggered. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : 4193 implantable pacing lead unk. Unk competitor implantable pacing lead unk.(B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 15 non-sustained tachycardia episodes and 6 ventricular fibrillation episodes with a v-v cycle length of less than 220 milliseconds recorded between 11 and 15 jan 2014 and 1242 lifetime ventricular short interval counts that occurred since 09 jan 2014.